Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 06/jun/2024, the patient experienced issue with infusion set was fell off during use. The site location was at leg. No further information available